Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy it was believed that the intra-aortic balloon (iab) was not opening fully. The doctor attempted to manually open the iab and the iab console was swapped out with another one which produced better augmentation. The customer has requested troubleshooting to determine the cause, since the augmentation was not a good as desired. There was no reported injury to the patient.